Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic aneurysm with a conformable gore tag® thoracic endoprosthesis and a medtronic valiant¿ thoracic stent graft. Final angiography showed exclusion of the aneurysm, however an endoleak of indeterminate origin was noted. On (B)(6) 2018, an intervention was performed to treat the suspected endoleak, whereby two additional conformable gore tag® thoracic endoprostheses were implanted to reline the previously implanted devices. Final angiography showed resolution of the endoleak and the patient was reported to have tolerated the procedure. According to the physician's statement, on the computed tomography scan performed prior to the intervention the endoleak appeared to be a type iii, however, the exact type of endoleak could not be determined on intra-procedural angiography. Reportedly, at the conclusion of the intervention, the physician stated the endoleak was a possible type IV or fabric type iii originating from the medtronic valiant¿ thoracic stent graft.